Event description:
It was reported the dragonfly opstar imaging catheter was used during the procedure. However, after pullback, when the device was being removed, there was resistance felt, due to the contact between the catheter and non-abbott guidewire. Therefore, the imaging catheter and guidewire were removed together. Intravascular ultra sound (ivus) was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis and additional testing were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed due to the operational context of the reported issue. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the difficulty removing the catheter was due to operational context. The torn guidewire exit notch observed on the returned catheter is an effect of resistance encountered when removing the catheter from hostile patient anatomy (heavily calcified). The torn guidewire exit notch is not able to be directly attributed as the cause for the reported difficulty to remove the catheter. In this case, it is likely that the patient anatomical conditions caused the reported difficulty to remove and the observed catheter damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received. Return device analysis noted a tear in the guide wire exit notch. Follow up confirmed the tear is likely to have occurred during procedure. No additional information was provided.